Manufacturer narrative:
Two photos were received of the cadd administration sets - flow stop. In the first picture it can be observed an air bubble in the vent side filter; the second picture shows the coiled tube which it is the outlet line with a void. 4 unused and 2 used samples were also received. The sample were visually inspected at a distance of 12" to 16" under normal conditions of illumination. The sample received does not present any damage nor other workmanship defect. The samples received were connected to an hydrostat vessel in order to prime the devices. The samples were priming without difficult with the exception of the vent side of the filter in both used sample; an air bubble was still present in this side. The manufacturing process was reviewed to determine if there are any situation that may cause the reported issue. During the manufacturing process, production personnel do a visual inspection before a process (assemble, bond, etc.) To ensure that the material is in perfect shape; also right after a work station, personnel redo an inspection in order to find any discrepancies. The most probable cause of the issue is that the filter was received damaged from the supplier.

Event description:
The private nurse noticed recurrent alarms "air" with a smiths medical tubing set and as a precaution, the nurse changed the sample. The cadd set seemed to generate air bubbles and the filter seemed also to not fill correctly. Before the administration of the parenteral nutrition, the mother of the patient noticed bubbles air in the tubing after the total flush. The nurse change the sample. No issue and no alarm was noticed during the night. However, the next morning, a leakage from the filter was observed. There were no changes in the patient's clinical health observed.